Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the associated device was unable to obtain an ECG signal using these electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The CPR uni-pads were returned to zoll medical canada; the customer's report was duplicated and attributed to damaged CPR uni-pads. The high voltage wire was pulled out of the pad on the patient side. The pads were scrapped at zoll canada. A replacement set was sent to the customer. An evaluation of the retained sample of lot 2118 was performed and did not reveal any irregularities. Analysis for reports of this type has not identified an increase in trend.